Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned device confirmed the reported damage. The device did not break as initially reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254500504 attune fb ps artic surf sz4. The device did not break as originally reported. Examination of the returned device finds damage/deformation to the larger balseal. The balseal is still intact on the post. The damage suggests extraction tools other than the recommended tibial trial extractor (product code 254500138) were used on the device. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Hhe (health hazard evaluation) 103026031 was revisited in may of 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) 103045639 was held on june 1, 2015 and recommends a device correction. A device correction was initiated on june 12, 2015 with the following actions: closely follow IFU (0902-00-836) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 (page 53), emphasizing the correct use of the tibial trial extractor (product code 254500138) mandatory sales training by depuy sales consultants.(CAPA 4795) . CAPA-004795 determined the likely root cause to be related to misuse. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb ps artic surf sz4 spring was broken. No surgical delay.